Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdrs were submitted to represent the bard/davol composix kugel hernia patch (device #2) and the bard/davol ventrio st (device #3) should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol composix kugel hernia patch and ventrio st on (B)(6) 2005 and/or (B)(6) 2010 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney also alleges that the patient sustained injuries on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.